Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 513 mg/dl while using the ilet system, alongside multiple ¿unable to proceed¿ messages during a supply change without an associated alert code; the user¿s infusion set was an inset 23" 6 mm, and after guided supply replacement and resumption of insulin delivery, glucose levels subsequently stabilized. Symptoms included sustained hyperglycemia for several hours without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included user self-management with planned manual insulin dosing and no need for professional medical intervention or assistance from others. Investigation included technical troubleshooting and user education, including infusion set assessment, tubing fill without a cartridge, and complete supply change with successful restart of insulin delivery. Investigation of this case revealed no reproducible device malfunction after the supply replacement and no identified hardware anomalies. It was concluded that the hyperglycemia was user-experienced with cause unclear, and the event resolved after supply change and continued insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.